Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that patient was using a tracheostomy tube to aid in his weaning process. Oxygen requirements were noticed to be increasing. Cuff pressure was checked and found to be suboptimal. Cuff was re-inflated and found to drop on repeat check. Tube was then changed. Cuff was reported to have been checked prior to use and inflated per instructions with air. No harm to patient resulted from this event.